Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient stated his lens dislocated. He denied any trauma to injury that would have potentially dislodged it. He woke up and noticed when watching tv he had double vision. He saw physician and was told lens was dislocated and would need to be removed/replaced. Additional information has been requested.